Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the event and was discharged a week later. The patient was treated with one or two doses of penicillin (intraperitoneally (ip)), frequency not reported and then followed by vancomycin (ip, dose and frequency not reported). The start and the end date of the penicillin was unknown and the treatment with vancomycin was ongoing. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.